Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a remote manager issue. The field service engineer attempted cable change on remote manager, device not detected on bus. The fse replaced controller board and configured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had remote manager issue. The customer stated that the remote manager not on bus causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.